Event description:
Caller reported damage to the pump housing and usb port, which affected their ability to charge the pump, but the pump did not shut down due to the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support advised the caller to continue using their current pump and confirmed shipping for a replacement pump while instructing on proper storage mode and return procedures. Customer continued to use the pump for insulin therapy.